Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "helium loss, purge failure alarm, and lost signal" is not confirmed. The pump was checked by the field service engineer and no problem was found with the pump. The root cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn that after inserting a competitors intra-aortic balloon (iab) they were getting helium loss alarms. The clinical support specialist (css) walked the rn through decreasing the iab volume to 34cc, proper sizing verified by balloon plateau was successful and the alarms have subsided. Another call was received from a different rn on the same patient to discuss purge failure alarms and piezo alarms. The pump was powered down and back on with no effect. As a result, the patient was switched to a second pump. The pump began pumping with good waveforms and no current alarms with minimal delay. There was no reported patient death or serious injury. Patient outcome: supported on the pump. Additional information received from the field service engineer. The pump was checked and the alarms were not confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that after inserting a competitors intra-aortic balloon (iab) they were getting helium loss alarms. The clinical support specialist (css) walked the rn through decreasing the iab volume to 34cc, proper sizing verified by balloon plateau was successful and the alarms have subsided. Another call was received from a different rn on the same patient to discuss purge failure alarms and piezo alarms. The pump was powered down and back on with no effect. As a result, the patient was switched to a second pump. The pump began pumping with good waveforms and no current alarms with minimal delay. There was no reported patient death or serious injury. Patient outcome: supported on the pump. Additional information received from the field service engineer. The pump was checked and the alarms were not confirmed.